Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to open the cassette door on the home choice (hc) machine during fill 1. The hp stated she had an issue and replaced the cassette but not the supply bags. The technical service representative (tsr) assisted the hp to end therapy from fill 1 so she could set up again with all new supplies. On (B)(6) 2011 product surveillance spoke with the hp's nurse who stated she talked to the hp and she did not mention anything. The nurse stated everything was fine with the hp and there were no issues with therapy. The nurse reported the hp had not reported any adverse symptoms. The nurse advised she would follow up with the hp.